Manufacturer narrative:
(B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient with a juvéderm ultra plus¿ xc into the lips. On the following day, the patient experienced a vascular occlusion in the left upper lip. The healthcare professional reported the vascular occlusion as not product related and further noted ¿redness above the injection site, pain, similar to herpes white pus upper corner of (l) nl area close to nose corner on the (l) upper lip¿ as the etiology. On the following day, the patient was treated with hyaluronidase, acyclovir, and keflex®. 3 days later, the patient was treated with hyaluronidase, nitro, neosporin, and aspirin. An oxygen chamber was started. The patient was also treated with oral augmentin and bactirm®. The patient experienced slightly pink above the left lip and topical mupirocin ointment was ordered. The symptoms have resolved.